Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Based on historical data, the possible causes include electrical problems like: electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; electrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing defects, that could lead to image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device was not capturing the image, found during set up. There were no reports of patient involvement.